Manufacturer narrative:
(B)(6). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
The io was placed in patient's left lower extremity (shin area) by ems in the field, the patient was transferred to an outlying hospital and then to mission. When the io needle was removed, the rn screwed a luer lock syringe to the hub of the io needle and steadily and straightly began to rotate clockwise and pull out without rocking. The hub of the needle came off and only the needle was left in the bone. Rn then used a hemostat to pull the needle straight up slowly (millimeters at a time). When removed it was discovered that the lower 1/3 of the needle was bent approximately 45 degrees. The needle was discarded but a photo is available. There was no noted injury to the patient.

Manufacturer narrative:
Qn#(B)(4). No lot number was provided and therefore no review could be performed. A visual inspection of the photo provided showed a 45mm ez-io cannula that had detached from the hub, which was connected to a luer lock syringe. No sample was returned for evaluation. Based on a review of the picture, the report that the needle detached from the hub and was bent was confirmed.

Event description:
The io was placed in patient's left lower extremity (shin area) by ems in the field, the patient was transferred to an outlying hospital and then to mission. When the io needle was removed, the rn screwed a luer lock syringe to the hub of the io needle and steadily and straightly began to rotate clockwise and pull out without rocking. The hub of the needle came off and only the needle was left in the bone. Rn then used a hemostat to pull the needle straight up slowly (millimeters at a time). When removed it was discovered that the lower 1/3 of the needle was bent approximately 45 degrees. The needle was discarded but a photo is available. There was no noted injury to the patient.